Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection: the complaint device zero-p va cage convex h7 peek (product code: 04.647.137s, lot number: 38p0737) was returned to cq west chester for investigation. The cage was received assembled and had multiple scratches & nicks on it which may have happened during investigation. The photographs provided for investigation shows the device in disassembled and assembled stated indicating the cage was put together after removal. Functional test: a functional test was performed on the assembly of the implant. The components were able to assemble with no difficulties and stayed assembled without any leeway unless the implant was forced out in the vertical axis. The device functioned as intended. Can the complaint be replicated with the returned device(s)? The complaint cannot be replicated. Dimensional inspection: this was not performed due to the complex geometry of the device. Document/specification review: based on the date of manufacture, the current and manufactured to version of drawing were reviewed. Complaint confirmed: yes, the complaint was confirmed during investigation. Conclusion: the provided pictures show the implant in disassembled position. The device comes preassembled and might have disassembled due to unintended force applied on it in the vertical direction, but a definitive assignable root cause could not be determined from the available information. Hence, the overall complaint is being confirmed. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot product code: 04.647.137s, lot number: 38p0737, manufacturing site: mezzovico , release to warehouse date: 29 jan 2020, expiry date: 01 jan 2030. A manufacturing record evaluation was performed for the sterile finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
There was no surgical delay.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6), 2021 during an anterior cervical fusion surgery, the zero-p va implant detached from the metal plate. The procedure was completed using another device. There was no patient consequence. There is no further information available. This report is for one (1) zero-p va implant 7mm height convex-sterile. This is report 1 of 1 (B)(4).